Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022 the set pressure could be changed by neodymium. However, after that they could not changed the set pressure. The patient presented with gait disturbance. Therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot ctkb92, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the ruby ball and on the seat of the ruby ball. The root cause for the pressure issue found during the investigation is due to biological debris found on the spring on the ruby ball, and on the seat of the ruby ball, the debris is stopping the ruby ball from being seated correctly. The possible root cause for the ¿impossible to change the set pressure¿ issues reported by the customer was probably due to biological debris and protein build interfering with the valve mechanism, but during the investigation no programing is was noted with the valve.

Event description:
N/a